Event description:
Reported due to surgical intervention. The physician attempted an arteriotomy closure with the perclose proglide device following a diagnostic procedure. The procedure was performed via the common femoral artery. Fluoroscopy was performed prior to and after the procedure. Reportedly, the vessel condition was 'normal" and the vessel size was "large." The device was inserted with "gentle manipulation" and became "caught on the inguinal ligament." The device deployed uneventfully; however, when the suture trimmer engaged onto the suture it became caught on the suture below skin level." The suture trimmer could not be "advanced or retrieved." The physician conducted a "blunt dissection to the artery to cut the suture." This procedure was conducted in the lab. Hemostasis was achieved with "digital conducted in the lab. Hemostasis was achieved with "digital compression." This pt was discharged in "excellent" condition. Although requested, no additional info was provided.